Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0gvdy, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0gvdy, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va04z6j, implanted: (B)(6) 2014, product type: lead. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension (B)(4).

Event description:
It was reported there was intermittent stimulation on the patient's left side. It was like it was "turning on/off on the left side" which started 4 days prior to report. There were no falls or trauma. When the patient was standing and talking to a friend and walked away, the left side started to buzz. When the stimulators are turned on, "buzz to it" and it goes away but "thiis is like it turns off and turns on" and it was making the patient sick. Whenever they would move their neck they would get a buzzing sensation. It seemed like the wiring was wrong. The stimulation was related to positional movement. It was a sudden change in therapy/symptoms.